Event description:
The mother reported via phone call that the act button was unresponsive on the insulin pump. The mother also reported the insulin pump would prime too quickly. The mother also reported a low blood glucose incident on 06/13/2015 where the customer's blood glucose declined to 45 mg/dl. Customer was treated with juice for their blood glucose. The mother declined to troubleshoot for the customer's low blood glucose. Customer's current blood glucose was 251 mg/dl. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-70690.